Manufacturer narrative:
The device was received, and evaluation was completed. A visual inspection was performed, and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The pump was tested for flow accuracy and found to deliver within specification with no malfunction. The device was determined to meet all product specifications related to the reported event. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had required three additional programming occurrences of the infusion to complete the delivery at the critical care unit. 100ml of medication (piperacillin/tazobac) took over 250ml of dose corrections to completely dispense. This device had a 100ml bag and a vial of antibiotic attached to a lead set. This device was used in ¿ml modes¿ and not ¿dose modes¿. The device tested as expected in the customer biomedical department. There was no known patient injury or medical intervention associated with this event. No additional information is available.